Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0j0kp, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a lead revision took place on (B)(6) 2014 because the patient complained of nerve on the left side when stimulation was on. The manufacturer representative turned the implantable neurostimulator (ins) back on in the operating room. The patient was under monitored anesthesia care (mac) and stated she had no discomfort with the lead now that it was placed on the right side. The healthcare provider (hcp) reportedly did their own programming, so the manufacturer representative did not see the patient post operatively. The patient had subsequently died since the event. Please refer to mfg. Report # 3004209178-2014-16908 for the events surrounding the patient's death.